Manufacturer narrative:
(B)(4)

Event description:
It was reported that pt underwent total hip replacement on (B)(6) 2008, in which pt rec'd a durom cup acetabular component. Pos-op, pt has been experiencing pain and has been recommended for revision, which is not yet scheduled.